Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient has alleged eye irritation, asthma (new or worsening) and lung nodules. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient has alleged eye irritation, asthma (new or worsening) and lung nodules. Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer inspected the device externally and internally observed a dust-like contamination at the air inlet of the blower box, on the blower box and on top of the blower motor. They observed unknown red residue on the inside of the bottom enclosure and rear panel. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was unable to confirm the presence of degraded sound abatement foam. The device's downloaded logs were reviewed by the manufacturer. There was 1 error found. The manufacturer concludes that the presence of multiple contaminants that are not consistent with degraded sound abatement foam in the findings and were most likely from an external source. The manufacturer was not able to confirm the complaint or address the symptoms specified. Section-h has been updated.